Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue is the system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.